Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 0343900. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive test result was observed by laboratory personnel, which was confirmed by pcr testing. There was no indication that results were reported, and there was no patient impact. Confirmatory gram stain performed eua # (B)(4). The following information was provided by the initial reporter: customer reported one false positive test regarding this sars cov-2 test kit. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr was there any patient impacted as a result of the false result? -one patient was sent home- customer couldn¿t return to work until the pcr test was confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd rapid detection of sars-cov-2 veritor¿ a false positive test result was observed by laboratory personnel, which was confirmed by pcr testing. There was no indication that results were reported, and there was no patient impact. Confirmatory gram stain performed eua # (B)(4). The following information was provided by the initial reporter: customer reported one false positive test regarding this sars cov-2 test kit. What type of reference method was used to confirm the result (pcr, viral culture, etc)? Pcr was there any patient impacted as a result of the false result? One patient was sent home- customer couldn¿t return to work until the pcr test was confirmed.